Manufacturer narrative:
Concomitant medical productys: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone at 5.75 mg/day. The indications for use were postlaminectomy pain and spinal pain. It was reported that the pain pump was destroyed during an unrelated scoliosis surgery. It was further clarified that the catheter was in their way, so they cut it. The patient noted that there were no issues with the pump at all. Patient outcomes included overdose, hospitalization, cerebral spinal fluid (csf) leak, pump emptied, catheter removed. The pump remained. The patient was put on oral morphine for pain management. A drain was put in for the drug and csf. It was noted that the patient still had issues with csf leaking so she may need another surgery. The csf leak also made her ill. The patient was going to follow up with the health care provider (hcp). The patient had a new pain management [not a pump or spinal cord stimulation (scs) doctor] who she was going to see to have the pump removed. A pump explant was planned. The patient was going to use her scs for pain. The change in therapy/symptoms was sudden. The event date was noted to be (B)(6) 2016. Non-reservoir drugs included oral morphine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported there was no issue identified or reported by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.